Event description:
It was reported by the user's mother that the user experienced low glucose after dinner meal announcements while using the ilet bionic pancreas, with the guardian stating the user frequently snacks after dinner and requesting a factory reset due to perceived over delivery of insulin; a glucose reading of 67 mg/dl was noted on the report, with a confirmatory fingerstick of 97 mg/dl after treatment, and the bionic report showed 70% time in range and 1.2% time low. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia, with user snacking behavior after meal announcements potentially contributing and no device malfunction identified. No clinical symptoms associated with hypoglycemia. Outcomes included the need for treatment with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.